Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the unit. No errors logs or faults logs found. Troubleshot as per service manual. While troubleshooting, fse found he tank shipping safety seal ring not removed from before tank installed. He tank not fully seated properly causing vacuum and pressure to be incorrect, and message "error helium calibration needed" when unit turn on. Removed safety seal ring from he tank, vacuum and pressure correct, and error message gone. As per service manual performed all pressure and vacuum leak check steps, all pressures maintaining. No problem found. No parts used. Completed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium issue transducer. There was no patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium issue transducer. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.